Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine check, this right atrial (ra) lead was not pacing as expected. The lead was found to have dislodged. An invasive procedure was performed. An attempt to explant the lead was made, however the helix was unable to be retracted. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.